Event description:
The customer called to report a blank display after dropping the insulin pump on the floor. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.